Event description:
The physician reported as "access port leakage".

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter, the connector type is either a taper I or a taper ii. The reporter of the complaint was asked to indicate the product model and serial number. The information has not yet been received by allergan. The reporter of the event discarded the product and it will not be returned for analysis. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."